Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, acute stent thrombosis was observed. Computed tomography angiography (cta) revealed that the stent was occluded. The physician performed a carotid endarterectomy (cea) to explant the stent and repair the artery. The patient was reported to be in stable condition.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, acute stent thrombosis was observed. Computed tomography angiography (cta) revealed that the stent was occluded. The physician performed a carotid endarterectomy (cea) to explant the stent and repair the artery. The patient was reported to be in stable condition.